Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_ (B)(4).

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID_(B)(4).

Event description:
It was reported: the picture will go in and out on scope and has quite a bit of interference. No negative impact in state of health reported.